Manufacturer narrative:
Investigation summary: three samples were received. Two came in opened packaging blister. One in sealed packaging blister. They all have the barrel cracked from the flange towards the middle. It is about 3¿ long. A jam could have occurred during the assembly process and the damages were not detected in the next process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. This is the 2nd complaint for lot # 9275399 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: a jam could have occurred during the assembly process and the damages were not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes were found cracked before use, with one opened and the other two still in the packaging. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "the 3 30 ml syringes were discovered on 1/23/2020." "In addition, other cracked 30 ml syringes were found. 1 opened syringe with 2 packaging were left for me over the weekend 1/24-26/2020: lot 9275399, ref 302832, lot 9303210, ref 302832. 3 additional 30 ml syringes were found on 1/28/2020: all are lot 9275399, ref 302832".